Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Customer's reported problem was confirmed. The downstream occlusion sensor will be replaced. Replaced contaminated downstream occlusion sensor. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "cassette not attached properly" message. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.